Event description:
It was reported that during device maintenance, the colonoscope screen became noisy. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, probable causes include failure of an electrical or electronic component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.